Event description:
It was reported that there was a green sticky substance on the black lead of the controller cable with a new tear. There was also green substance on the white lead distal end. A controller exchange was performed. The log files captured some intermittent power cable disconnects. Otherwise, the log file captured routine events and there were no additional alarm conditions or parameter changes.

Manufacturer narrative:
A3: patient gender requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a green substance on the system controller power cables and damage to the black power lead were not confirmed as no products were returned for analysis and no photos were submitted for review. The reported event of atypical power cable disconnect alarms was confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 5 days of data (06jul2023 ¿ 11jul2023 per the timestamp). The log file captured intermittent power cable disconnect and low voltage advisory alarms that were not associated with true power cable disconnections or routine battery depletion from 06jul2023 at 17:38:58 to 10jul2023 at 18:24:36 due to the relative state of charge voltage levels fluctuating. The atypical alarms occurred while connected to 14v batteries and occurred on both the black and white power leads. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if exchanging the system controller resolved the atypical alarms and if any equipment will be returned for analysis; however, no response was received. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 18jan2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including low voltage advisory and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 7 ¿alarms and troubleshooting¿ contains a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.